Event description:
It was reported that this pacemaker device was surgical explanted due to being found in safety mode. Prior to the procedure the physician reported patient having 4 seconds of pacing inhibition, resulting in a syncopal episode. The patient was admitted to the hospital for monitoring, and then device revision procedure was completed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device was discarded and will not be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A risk review performed for the device confirmed that the event of device displays error message and brady pacing not delivered when required are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this pacemaker device was surgical explanted due to being found in safety mode. Prior to the procedure the physician reported patient having 4 seconds of pacing inhibition, resulting in a syncopal episode. The patient was admitted to the hospital for monitoring, and then device revision procedure was completed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device was discarded and will not be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.